Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; proposed second level coding - protrusion to capture incidents of a device being visible under the skin. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had a bump on their neck that caused discomfort, so they were referred for surgery. The surgery occurred as a lead re-positioning in the neck as the surgeon thought the lead may "work it's way through" the patients skin. The patient had no recent trauma to the area. Impedance in pre-op and in the operating room was within normal limits. No other relevant information has been received to date.